Manufacturer narrative:
Note: this adverse event was not reported to the agency within the required timeframe due to a delay in reporting the event to the proper team that manages adverse event reporting within procept biorobotics. The issue is being addressed through our quality system. H.10 additional manufacturer narrative: the apogee 2300 digital color doppler ultrasound imaging system is a reusable device; therefore, it is still currently in possession of the user facility. The device was not returned for investigation because it performed as intended during the aquablation therapy and was confirmed through our investigation of the event. An investigation into this event, including communication with the treating surgeon and analysis of the application log files and its stored ultrasound images, concluded that the rectal perforation occurred likely due to user error. As part of procept's investigation into this event, the application log files were reviewed to ensure the product worked as intended. Based on the stored ultrasound images, it appears that the trus probe may have encountered resistance within the rectal channel. Subsequently, upon inserting the handpiece and continuing to manipulate the trus probe, the logs show evidence that the tissue appears to abruptly give way or "jump" on the screen. This is most likely when the rectal injury occurred. During a clinical case review with our clinical representatives on (B)(6) 2023, the physician was also aligned with this observation. When encountering such situations where one experiences tissue resistance, our guidance under ml0265, aquablation therapy surgeon training course, rev. H, and ifu0500, aquablation therapy procedure reference guide, english, rev. D, recommends the following: · stop advancing the trus probe · ensure the trus probe is parallel to the floor · retract the probe and aim it posteriorly before advancing also, throughout the process, we also recommend minimizing angled anterior compression of the trus probe. Keep the trus probe parallel to floor as much as possible, while allowing for handpiece insertion. Procept confirmed that the user was trained in this technique on (B)(6) 2023. The aquabeam robotic system instructions for use, ifu0101-00, rev. E, indicates that as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include rectal perforation. The apogee 2300 digital color doppler ultrasound imaging system operation manual, sscr116w121enc, rev. C, under section 1.6 safety states: I) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise, it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa, or bleeding. Subsequent treatment involving multiple passes, with a focus on the median lobe and a waterjet depth of more than 2 cm away from the rectal wall, appeared to align adequately with the surgical plan and confirmed that the device functioned as expected. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2023 a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). On (B)(6) 2023 procept became aware of a rectal perforation with the apogee 2300 digital color doppler ultrasound imaging system and its associated ecbp-1 trus probe during an aquablation procedure, resulting in surgical intervention to repair the perforation along with a temporary colostomy. The patient required prolonged hospitalization but was eventually discharged home. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event. This adverse event was reported to the agency via the voluntary medwatch program under mw5146353.